Manufacturer narrative:
H2, additional information: section e updated with initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 25650, /lot #: 0074; product ID: 9735737, version: 2.0.1, ; product ID: 29631, lot #: 0087. H3: the targeting unit was returned to the manufacturer for analysis. Analysis found that when connected to a known-functioning system and powered on, error 009 was displayed indicating a collision. There was a loose piece rattling around inside the targeting unit which was likely causing the reported issue. Analysis found that the reported event was related to a mechanical issue. A software investigation analysis was initiated to determine the probable cause of the issue throughlog analysis. Analysis found that the reported issue was unrelated to the software. Analysis found that the software functioned as designed. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Multiple annex g codes were reported. G02008 corresponds to the concomitant product 9735737. G corresponds to the concomitant product 25650. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used outside of a procedure. It was reported that there was a 0009 collision error on the automated trajectory guidance unit. It was suspected that the issue was related to the targeting unit (tu.) There was no patient involvement.